Manufacturer narrative:
The field service engineer found the tubing on the rinse station was worn and replaced it. A general reagent problem was ruled out as calibration and quality control results were acceptable. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for two patient samples from the cobas c501 module. Patient 1 initial result was 3.84 mg/dl and the repeat result was 0.63 mg/dl. Patient 2 initial result was 3.90 mg/dl and the repeat result was 0.81 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 534230 with an expiration date of 31-oct-2021.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.